Event description:
The pump was returned for investigation. Investigation revealed that the battery cap coin slot on the top of the cap was damaged and worn. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6) 2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/22/2015 with the following findings: evaluation revealed that the battery cap coin slot on the top of the cap was damaged and worn. Unrelated to the battery cap issue, evaluation revealed that the keypad cover was missing/detached from the pump. The audio bolus button cover was torn and punctured. All of the keypad buttons and the audio bolus button responded appropriately. (B)(6).